Manufacturer narrative:
The device was not returned to abbott vascular for analysis. A review of the lot history record and similar incident query for this product was not performed since the lot number was not reported. There was no damage noted to the guide wire during the inspection prior to use which suggests a product quality issue with respect to manufacture, design or labeling did not contribute to the reported difficulties. The reported patient effect of embolism is listed in instructions for use (IFU) guide wire hi-torque guide wires for ptca, pta, stents, with ce, as a known patient effect of the procedure. The investigation determined the reported difficulty to advance, tip separation, embolism and subsequent treatments appear to be related to case circumstances of the procedure. It is likely that during advancement through the guiding catheter (gc) the tip became damaged resulting in the difficulty to advance ultimately resulting in a separation when the wire exited the gc causing the separated tip to embolize to the groin. The tip was successfully removed via snare. There is no indication of a product quality issue with respect to manufacture, design, or labeling. D9, h3: device return updated to not returning.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2021, a percutaneous coronary intervention was performed on the circumflex (cx) coronary artery lesion. Reportedly, the hi-torque balance middleweight universal ii guide wire (bmw) had met unusual resistance while advancing through the guide catheter. Once the bmw exited the guide catheter, and advanced into the left main (lm), the bmw tip was observed separated. The tip was found in the patients groin area and was successfully removed via snare. There was no adverse patient sequela and there was no clinically significant delay. No additional information was provided regarding this issue.